Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was reproduced. The device evaluation found the camera head noted to be failed. Scope mount was damaged, adapter was corroded. The connection resistance of the scope mount was found low and an image noise was observed. Based on investigation findings, a definitive root cause of the phenomenon cannot be conclusively determined. A device history record (DHR) review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was broken. The issue was found prior to an unspecified diagnostic procedure. There were no reports of patient harm.